Event description:
Patient of unspecified age underwent a cataract extraction and lens implant. During the surgery hyaluronate sodium (healon v 0.6) was used. Four hours after the surgery the intraocular pressure (iop) increased to 37mmhg. On the same day the patient received mannitol as treatemnt and the iop decreased to 10mmhg. No problem was observed in visual acuity. The reporting physician assessed the event as nonserious/non-mild, and the casual relationship between healon and the event as certain. The physician commented also that the patient's dilatation of the pupil had been dull from the beginning.